Manufacturer narrative:
(B)(6).

Event description:
A report was received that the patient's ipg was depleting quickly and patient was having difficulty charging after she had a non-device related procedure where an electrocautery was used. The patient underwent ipg replacement and was doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(6))

Event description:
A report was received that the patient's ipg was depleting quickly and patient was having difficulty charging after she had a non-device related procedure where an electrocautery was used. The patient underwent ipg replacement and was doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The complaint about the difficulty charging ipg was not verified. The patient's profile revealed no anomalies. Battery depletion and sleep current rates of the device were within the expected ranges. The device passed all required tests. The device exhibited normal device characteristics.